Event description:
The customer alleged they received questionable 25-hydroxyvitamin d (vitd) results on their cobas e411 analyzer, serial number (B)(4). The customer provided data for four patients, three of which had discrepant results. The initial results were reported to the physician and the customer issued the repeat results to the physician the next day. The customer stated they did not perform quality control when the analyzer switched to a standby reagent pack prior to running the samples in question. The next day the customer performed quality control and the results were out of range high. The customer tried to calibrate the reagent pack and it failed. The customer switched to a new reagent pack and quality control passed. The repeat patient sample testing was performed on (B)(6) 2013. The first patient's initial vitd result was >70 ng/ml. The repeat result was 41.48 ng/ml. The second patient, a (B)(6) year old female, had an initial vitd result of >70 ng/ml. The repeat result was 34.80 ng/ml. The third patient, a (B)(6) year old female, had an initial vitd result of > 70 ng/ml. The repeat result was 4.75 ng/ml. There were no adverse events.

Manufacturer narrative:
A specific root cause of the issue could not be determined. The customer did not run controls prior to using the reagent pack which would notify the user of a problem with the reagent. Comparison of calibration signals for this reagent pack to signals acheived during lot release demonstrated very low signals, indicating an issue with the reagent pack or calibrator vials. Other reagent packs of this lot were within specification.

Manufacturer narrative:
This event occurred in (B)(6).